Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) units boot test is normal, and the data test is also normal, but there is an error during use. There was no personal injury reported.

Manufacturer narrative:
A getinge field service engineer evaluated the unit but unable to found alarm for inflation failure. After inspection, it is found that it is a problem with the filter valve, which needs to be replaced. After replacement of maintenance kit, the test is done according to the factory requirements. The unit is normal and can be used normally. Delivered for use.

Event description:
N/a.